Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient, alleging a blank display issue. The patient can feel the vibration and hear the tone of the pump but cannot see anything on the display. There are no cracks or other damage on the pump except for the ok button is sticking. The battery cap is completely attached but keeps spinning. While he was playing basketball the day before, he reportedly fell with the pump. The patient went on the backup plan as recommended during the time of the concern to animas. The display issue was not resolved with training. This complaint is being reported due to the blank display issue. There was no report of any patient impact associated with the reported issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the display screen was blank and had audible tones and vibratory alarms during startup. The pump was opened to investigate and display screen was cracked. The damaged screen was removed and replaced it with a test screen and found to be fully functional. A battery compartment crack was observed at the opening of the battery chamber extending down to the primary seal. A test battery cap was able to fully tighten until the o-ring was seated and cap was flush with the pump case. There was no issue with loss of power and no evidence of moisture damage in battery compartment. Further testing was prohibited due to damaged display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.